Event description:
It was reported the customer requested assistance with programming their insulin pump. Customer also stated there was a shadow on their insulin pump's screen. The customer's blood glucose was 102 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Pump received with black shadow on the display due to warped/uneven lcd board. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.